Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital retain the implants for the patient.

Event description:
It was reported that patient presented in (B)(6) of 2015 patient presented with a pathological intra trochanteric fracture which necessitated the gamma nail implantation. Patient presented with broken gamma nail on right side - surgeon replaced the broken short gamma nail with a long gamma nail.